Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report that discordant glucose (glucose hexokinase_3, gluh_3) test results were obtained from an atellica ch 930 chemistry instrument. A siemens customer service engineer (cse) was dispatched to the site. The cse verified the alignment of the reaction ring, dilution mixer, sample mixer, reagent mixer, reagent probes, reaction wash station, dilution wash station, dilution probe and sample probe. The cse replaced the sample mixer. Siemens headquarter support center (hsc) evaluated data from log files provided from the customer site and identified the sample data reported. No information is available regarding whether these results were sent to the physician or disregarded due to troubleshooting by cse. The cse ran the service test methods with acceptable results. The cause of the discordant glucose (glucose hexokinase_3, gluh_3) test results is the sample mixer. The device is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
Discordant test results for glucose (glucose hexokinase_3, gluh_3) were obtained from an atellica ch 930 chemistry instrument. The same samples were repeated multiple times on the same atellica ch 930 chemistry instrument. It is unknown which results were reported to the physician and which results are considered correct. There are no known reports of patient intervention or adverse health consequences due to the discordant glucose (glucosehexokinase_3, gluh_3) test results.